Manufacturer narrative:
During an additional visit, the field service representative determined there was a bad measuring cell so he replaced it. He ran a system volume check, performance testing and blank cell which all checked out okay. The customer ran qc which was acceptable.

Event description:
The customer noted they had received a larger number of troponin t results greater than 0.01 ng/ml (positive) for their patient samples. On (B)(6) 2013, the customer pulled samples originally tested from (B)(6) 2013 through (B)(6) 2013 and retested them on both cobas c601 analyzers at the site. The customer then recalibrated the assay on both analyzers and retested the samples. Of the data provided for seven patient samples, the results for four patient samples were discrepant. Patient sample 1 original result: 0.041 ng/ml. Specific date of testing was unknown. Repeat result on original cobas e601: 0.037 ng/ml. Repeat result on other cobas e601: <0.01 ng/ml with a data flag. Repeat on original cobas e601 after recalibration: <0.01 ng/ml with a data flag. Repeat on other cobas e601 after recalibration: <0.01 ng/ml with a data flag. Patient sample 2 original result: 0.063 ng/ml. Specific date of testing was unknown. Repeat result on original cobas e601: 0.059 ng/ml. Repeat result on other cobas e601: <0.01 ng/ml with a data flag. Repeat on original cobas e601 after recalibration: <0.01 ng/ml with a data flag. Repeat on other cobas e601 after recalibration: <0.01 ng/ml with a data flag. Patient sample 3 original result: 0.084 ng/ml. Specific date of testing was unknown. Repeat result on original cobas e601: 0.078 ng/ml. Repeat result on other cobas e601: 0.018 ng/ml. Repeat on original cobas e601 after recalibration: 0.024 ng/ml. Repeat on other cobas e601 after recalibration: 0.023 ng/ml. Patient sample 4 original result: 0.09 ng/ml. Specific date of testing was unknown. Repeat result on original cobas e601: 0.081ng/ml. Repeat result on other cobas e601: 0.021 ng/ml. Repeat on original cobas e601 after recalibration: 0.026 ng/ml. Repeat on other cobas e601 after recalibration: 0.026 ng/ml. The original results were reported outside the laboratory. The customer believed the repeat results after recalibration to be correct. The customer did not have information to determine if any patients were adversely affected and did not know if any reports would be corrected. The troponin t reagent lot number was 17505301 with an expiration date of 11/30/2014. The customer believed the recalibration of the assay resolved the issue. The field service representative could not determine a cause and could not duplicate the issue. He checked the reagent and sample probe alignment, pipettes and sipper nozzles which were okay. He performed precision testing for troponin t.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.